Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did populate fatal error, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did populate fatal error, preventing user from removing the required medications and causing delays.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter zip a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed a fatal error when signing into the station. The technical support specialist (tss) dialed into station and encountered a fatal error message during login, indicating a possible network or hardware issue. The tss logged in as care fusion admin and opened server management studio verify that the station was not in suspected mode. The tss found that the d drive was full, and the recovery model was set to full instead of simple. Then the tss deployed package via remote smart service to update the sql configuration. The tss verified that the d drive usage had reduced after the update. The system functioned as intended after the technical support specialist troubleshoot the issue.